Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that erroneous results occurred after use with 100 bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes. The following information was provided by the initial reporter: unfortunately, I do not know whether I am in the right place. One of our customers complains that the red blood pigment in the seditainer for children "drops" after a few minutes to max. 15 min. The lot no. Is: 18190b-01.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email: (B)(6). Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that erroneous results occurred after use with 100 bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes. The following information was provided by the initial reporter: unfortunately, I do not know whether I am in the right place. One of our customers complains that the red blood pigment in the seditainer for children "drops" after a few minutes to max. 15 min. The lot no. Is: 18190b-01.